Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to interrogate with the implantable device. It was determined at analysis that the overlay/bezel assembly failed touch screen testing after the software update to latest version. It was also noted that the power cord bay, printer drawer, media bay door, and keyboard were broken. The keyboard slide cover was tarnished. The system fan was noisy. The upper left display hinge was cracked. The programmer failed the electrocardiogram (ECG) lead select and gain test at the final test. An electromagnetic interference repair was performed as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer and radio frequency head were unable to interrogate with the implantable device. It was noted that after replacing with other programmers interrogation was possible. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.